Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092.manufacturing site: 9618003.

Event description:
The end user reported that the company's known moldable opening wafer with unknown lot number and unknown quantity wore away sometimes and exposed the hard plastic under it. One time she felt like the plastic was embedded or dug into her stoma. It did not cause a cut, abrasion, or bleeding. She was able to remove it easily. It seems to have happened with bouts of high liquid output. No photo was available at this time.